Manufacturer narrative:
(B)(4). Conclusion and justification status for MDR: examination of the returned instruments confirmed the complaint. A previous supplier's investigation with many hospitals indicates the root cause is attributed to inappropriate cleaning counter to the recommendations in the instructions for use (IFU). The cleaning process at the hospitals appear to be causing the damage to the product through serial exposure to acidic and alkaline solutions without any water rinses, which attack the passivate layer. This is in conflict with the packaged IFU (IFU-0902-00-721) which indicates to: ¿prepare an enzymatic cleaning solution per the manufacturer¿s instructions. Soak soiled instrument for 5 minutes. Use a soft bristle brush to remove all traces of blood and debris, paying close attention to threads, crevices, seams, and any hard to reach areas. Rinse the instrument thoroughly with warm tap water. Rinse all lumens, internal areas, sliding mechanisms, and hinged joints, actuating sliding mechanisms and hinged joints while rinsing. Ultrasonically clean instrument for 10 minutes in neutral ph detergent, prepared in accordance with the manufacturer¿s instructions. Rinse the instrument thoroughly with warm tap water.¿ the complete investigation of rusting/corrosion is documented within (B)(4) no further actions indicated. Complaints will be monitored under post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Before the case started (patient was not in the room), two acetabular graters were opened and noticed to have residue around the etchings. The trays were taken back down to central sterile to be cleaned and resterilized. The case was delayed an hour while the trays were reprocessed.